Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens is cut in half, typical of insertion and removal from the eye. One haptic is broken in the gusset area (not returned). Scratches and cracks are observed on the lens. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge and handpiece. The file also indicates the use of a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The file indicates the clinical reason for explant is patient didn't adapt to lens. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient halos around the lights during day and night and blurry distance vision. Hence the lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for explant was patient did not adapt to lens.